Event description:
I bought a zeno hot spot treatment - FDA approved device - somewhere between 8 and 10 weeks ago. I haven't used it much but decided to use it on 2 pimples. One of the pimples was under my ear and the other was on my body - stomach area. I followed the directions of the zeno. I used the zeno for a total of 2 treatments on the pimple under my ear - on separate days - and 4 times on the pimple on my stomach - over a period of 3 days. It has been 8 days since I last used the zeno and I have a huge lump on the outside of my stomach that appears very red and hard and a lump that continues to grow under my ear - with a rubbery texture. I have no idea what to do but the one on my face under my ear went from a pimple to a massive cyst. It is tender and slightly painful. And the one on my stomach is painless and now looks like a massive burn mark. I am now going to have to go to the doctor because of using the zeno and may have permanent scarring and other damage as a result of its use. I do not know what the lumps are but they are definitely not normal. I had a zeno in the past and never experienced a problem. I think that this zeno may in fact get too hot because I had one different model - in the past without any problems. Also, sometimes I noticed it was difficult to turn on. Dose or amount: treatment, frequency: 1 x/day - usual, route: transdermal. Dates of use: (B)(6) 2010. Event abated after use: yes.